Event description:
It was reported that the patient's y battery charger and the wall adapter started smoking when charging. A new replacement y battery charger and usb plug pack was sent to the patient. No serious injury was reported.